Event description:
The facility representative reported an infuso.r. Pump with a condition of 'occlusion switch broken.' This condition occurred during preventative maintenance in the clinical engineering department. There was no patient involvement. There was no patient/user injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of an "occlusion switch broken" was confirmed during the sample evaluation. The cause of the problem was determined to be an occlusion switch which was found to be bent. Therefore the damage prevented the actuator, on the syringe block, from tripping the switch at the proper occlusion force. The pump was sent for destruction.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.